Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2025, and a 24mm watchman flx pro closure device was implanted. The patient was placed on direct antiplatelet therapy (dapt) and reported compliance. The 45 day routine echocardiogram was normal and no leak was visualized. At an unknown date at a routine follow up, transesophageal echocardiogram (tee) imaging revealed a pedunculated and mobile device related thrombus (drt) was present on the threaded insert of the closure device. The patient was referred to another operator and underwent a thrombectomy extraction procedure which successfully removed drt. The patient was placed on xarelto. No patient complications occurred.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.